Event description:
Bought (B)(4) brand extreme bandages to use on a cut from a bicycle fall. After 24 hours with the bandage on, skin began to get red, itchy, blistered, and burning. No known allergies otherwise. The bandages have an antibacterial pad with this chemical on it. Reviews on (B)(4) webpage note several similar reactions. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Why was the person using the product: to heal a wound that was not deep enough for glue/stitches.